Event description:
It was reported that a patient presented with low defibrillation impedance noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.

Event description:
New information received notes at the time of an unrelated generator change, the right ventricular lead remained implanted and no additional intervention was taken to address the reported issue. The lead was not returned. The patient was stable.